Event description:
The reporter stated that the surgeon attempted to implant an aq2003v 3 piece silicone lens. The lens haptic caught in the cartridge prior to insertion into the eye. No patient contact or injury. The cause of the haptic getting caught in the cartridge is unknown.